Event description:
Medtronic received information that two weeks post implant of this bioprosthetic valve, the patient developed endocarditis. Cultures revealed bacteremia (nocardia farcinica) and transesophageal echocardiogram (tee) showed a string-like structure attached to the valve in the outflow tract of the left ventricle. IV antibiotic treatment was administered. A rash developed from the antibiotics and a different antibiotic was started. A repeat tee revealed the string-like vegetation had almost, if not completely, disappeared. The patient was stable and afebrile, and taking daily walks. Active anti-nocardial treatment for more than four weeks was noted. The plan was to finish a total of 6 weeks of IV antibiotic treatment, and then oral antibiotics for at least six months. No re-operation was planned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. Without the return of the device, no definitive conclusion can be made regarding the clinical observation. Additional investigation is pending; upon completion of the investigation, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
Conclusion: although medtronic does not specifically test for norcardia during manufacturing, its susceptibility to disinfectants have been reported (2% glutaraldehyde, 70% ethanol) and it is unlikely that norcardia would survive the standard glutaraldehyde processing, bioburden reduction and sterilization systems. A review of the freestyle complaint database shows no similar complaints for this infection. There was no evidence to suggest that the cause of the endocarditis was related to the device or its performance.

Manufacturer narrative:
Additional information: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.